Event description:
It was reported to philips that the equipment did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and identified that the battery on marathon ups phase 1 was defective. Review of system log file identified marathon failure while the system was off. The fse ups 1 phase was bypassed. Upon further troubleshooting, it was identified that the pdu power led was off and f4 fuse was blown in ny1 ups power control board. The philips engineer replaced fuse. After which, the system was returned to good working order. The codes were updated based on the investigation outcome